Event description:
It was reported the pt was no longer receiving stimulation and neither the charger or programmer were able to communicate with her ipg. The sjm representative met with the pt and confirmed the issue. The pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.